Manufacturer narrative:
A product sample was received and it is awaiting evaluation. (B)(4).

Event description:
Additional information was received which indicated that it was noticed during the procedure that part of the probe was missing. The probe was not cutting or aspirating.

Manufacturer narrative:
A product sample was received and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the cutter was defective; the nurse indicated the plastic handle was not all there during the procedure. The product was replaced and the procedure was completed. There was no patient harm. Additional information and product sample have been requested.

Manufacturer narrative:
The lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue. The device history record shows the product was released per specifications. One probe manifold was returned and visually inspected. The rear shell of the probe engine and tip cover were on the probe, in returned condition. A dimensional analysis of the open-gap on the rear shell was performed and the rear shell open-gap was found to be non-conforming. The open-gap of the rear shell was wider than it should have been and would result in the customer's experience. The root cause of the customer's complaint is related to an error in the manufacturing process. The rear shell is designed with a maximum allowable open-gap, however ,the returned sample was wider than it should have been which can cause it to be looser than expected. Action will not be taken for this occurrence. After a thorough investigation of this complaint and analysis of complaints of this nature confirm no unfavorable trend for this event. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. (B)(4).